Event description:
The patient had delayed nonunion at the ankle joint due to implant hardware failure. It appears that the distal portion of the rod has fractured.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the products failed at an unknown time post-op. No further details are known at this time.